Manufacturer narrative:
(B)(4). The date of the event occured was reported as (B)(6) 2014 which is one day after baxter was notified of the event. This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The break in aseptic technique was further described as the patient did not properly wash hands or the area was not clean before therapy was started. The patient was treated with reflin (dose, route, frequency, and duration not reported) for peritonitis. The patient did not require hospitalization. The outcome of the event is unknown. No additional information is available.